Event description:
The patient was admitted for a procedure in 2008 to treat the left anterior descending branch. The lesion was crossed with a guide wire and pre-dilated several times due to heavy calcification. Then a 2.5 x 23mm cypher stent was delivered to the lesion, but it did not cross. As the cypher was moved back and forth to cross the lesion, the stent struts became flared at the proximal end. Therefore, the cypher was retrieved from the pt and pre-dilation was conducted again. The procedure was successfully completed by implanting a different cypher stent. There was no pt injury reported. It was noted that the physician did not indicate any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted upon 30 days of receipt.